Event description:
After implanting the wiktor stent, the physician noticed the stent was partially unraveled in the vessel. Another wiktor stent was implanted to address the unraveled section of the first stent. No pt complication were reported and post procedure the pt status if fine.